Manufacturer narrative:
Image/video review: no image or video clip for the reported event was submitted for review. Instrument log review: it was observed that this instrument was last used on (B)(6) 2020 on system (B)(4) with 4 uses remaining. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported issue. Electrical continuity was performed and failed. The instrument's housing was opened and it was found that the conductor wire is broken in the proximal end. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument would not cauterize. The instrument was replaced with another fenestrated bipolar forceps. The procedure was completed with no reported injury.